Event description:
The customer reported that the device unexpectedly would shut down on battery power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer confirmed the failure. The customer reported that replacing the battery resolved the failure. The device has been returned to service.